Manufacturer narrative:
Device evaluated by MFR: a 32 x 3.00mm promus premier select stent delivery system was returned for analysis. A visual examination of the stent found that the proximal stent struts were bunched distally on the balloon. The damaged proximal struts were positioned 6 mm from the proximal markerband. The remainder of the stent was undamaged and had not moved on the balloon. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube kink at 29 cm distal from the distal end of the strain relief. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention (pci) was performed on a patient with multivessel disease. The target lesion was 90% stenosed, moderately calcified, and moderately tortuous. After predilatation, a 32mm x 3.00mm promus premier select stent was advanced to the target lesion, but was unable to pass the lesion. It was noted that resistance occurred during advancing the device. The device was removed from the patient. After removing the device, stent strut damage was noticed. It was noted that there were no issues present upon opening the device from the package. The procedure was successfully completed with another of the same device. No patient complications resulted in relation to this event. It was later reported that the stent strut damage likely occurred due to the calcification of the lesion. N patient complications were reported in relation to this event.

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention (pci) was performed on a patient with multivessel disease. The target lesion was 90% stenosed, moderately calcified, and moderately tortuous. After predilitation, a 32mm x 3.00mm promus premier select stent was advanced to the target lesion, but was unable to pass the lesion. It was noted that resistance occurred during advancing the device. The device was removed from the patient. After removing the device, stent strut damage was noticed. It was noted that there were no issues present upon opening the device from the package. The procedure was successfully completed with another of the same device. No patient complications resulted in relation to this event. It was later reported that the stent strut damage likely occurred due to the calcification of the lesion. No patient complications were reported in relation to this event.

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention (pci) was performed on a patient with multivessel disease. The target lesion was 90% stenosed, moderately calcified, and moderately tortuous. After predilatation, a 32mm x 3.00mm promus premier select stent was advanced to the target lesion, but was unable to pass the lesion. It was noted that resistance occurred during advancing the device. The device was removed from the patient. After removing the device, stent strut damage was noticed. It was noted that there were no issues present upon opening the device from the package. The procedure was successfully completed with another of the same device. No patient complications resulted in relation to this event.